Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "bipolar maryland was not providing any energy." Failure analysis found the primary failure of broken proximal conductor wire to be related to the customer reported complaint. The housing was removed for inspection and the instrument was found to have a broken conductor wire at the proximal end. The instrument was tested for electrical continuity and failed. There was no damage observed. Root cause of the broken proximal conductor wire is attributed to a manufacturing issue. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2020. The device was last used on (B)(6) 2020 on system (B)(4). The instrument has 6 uses remaining after the last use. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage at the proximal end with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar instrument was not providing any energy. A new bipolar cord was tried and it still did not work. A new maryland bipolar instrument was opened and worked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following information: the instrument was inspected before usage and there were no issues detected. The instrument did not work the first time the surgeon tried to use it. There was no arcing observed. The name of the procedure was prostatectomy with lymph node dissection, but no patient-related information was available.